Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that the trial worked but they can't figure out how to get the therapy to work since they got the permanent one. Patient mentioned they already had a follow up with their hcp and met with mdt rep for programming. Patient stated that they can feel like it's shocking them but it's not working as far as killing the pain. Patient said that the stimulation is going upward instead of going downward. Patient mentioned that most of their pain is in their low back. Agent asked the patient when they first noticed that the therapy didn't give them much relief and patient stated from day one. Agent had the patient switch from group a to group b and the stimulation was going upward in their front ribs of their stomach. Patient then switched to group c and increased the stimulation from 7.1 to 7.2 on group c but did not feel any improvement in their lower back pain. Patient switch to group d and increase high from 6.3 up to 7.6 and stimulation was still not targeting their lower back. Patient then switch to group e and stated that they feel it went upward in their back. The issue was not resolved through troubleshooting. Agent emailed mdt rep in the area. The patient was redirected to their healthcare provider to further address the issue. Rep responded and noted they talked with the patient and they have been taken care of.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-05 the rep responded to a follow up request reporting that the cause of the stimulation not reaching the pt's lower back was because the pt only had the one reprogramming session since implant and there had not yet been a chance to review each group/program to determine therapy effectiveness. When the pt called pss, they had just started to cycle through the available programming to test effectiveness. The rep stated it sounds like the pt would need reprogramming to optimize therapy as group e resulted in stimulation being sent "up", which should target more of the mid-upper back area in which the pt was desiring more relief. The rep will wait for the pt to reach out to schedule a reprogramming session.